Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and the lead integrity alert was triggered. As indicated in the tech service call report lia was installed but turned off. User will get a message in the observations window of the programmer when the conditions for lia are triggered anyway.

Event description:
It was reported that the lead integrity alert was programmed off, but the device was giving an observation about the alert being triggered. It was also reported that the number of intervals to detect vf had been switched to 30/40 by the alert, but the clinic later found notes stating that the number of intervals to detect vf was set to 30/40 at the time of implant. The device is still in use. No patient complications have been reported as a result of this event.